Event description:
It was reported that the patient states that six weeks ago, he could pick up items off the floor. Now patient states that he cannot touch ankles to dry in the shower. Patient is also reporting that standing on one leg causes significant pain. Patient states that at night he has to sleep on his back because he cannot sleep on his side. Patient is also reporting elevated levels of cobalt (8.6) and chromium (1.4). Patient is scheduled for bilateral revision. Additional information received from sales rep: it was reported that had rt hip replaced on (B)(6) 2012. Never really felt great and has progressively gotten worse in terms of pain. Has required steroid injection and continuous use of ant-inflammatory meds.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.